Event description:
It was reported that a vet lcp broke on (B)(6) 2012. It was an open tibia fracture, grade 1.1, large fragment in the proximal fragment repositioned with cerclage. 1 short fissure line in distal fragment reduced with cerclage. Large fragment reduced with lcp 3.5, proximal 4 bicortical ls and 1cs, distal 3 bicortical ls and 1cs. The dog was sent home with strict bench rest and sedatives. On (B)(6) 2012, the owner came back with the dog for control of the wound and after taking a x-ray the plate failure was noticed. The owner says not to have known that the plate was broken since the dog has been running greatly throughout the garden. Plate broke at the area of the fracture. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. Vet lcp plate broke at the fracture site two weeks after the surgery. The measurable dimensions of the broken lcp plate were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations. The values were in compliance with specification and international standard iso 5832-1. No product fault could be detected. Based on these findings we can only assume that the breakage was caused by mechanical overloading.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.